Manufacturer narrative:
It was reported that the patient fell while riding his bicycle, which may have contributed to the alleged separation. The precice nail was removed and the patient was implanted with a new solid nail without incident. To date, the patient is doing fine and no negative outcomes were reported. A DHR review revealed that the nail met all of the required quality inspections, and that the device was released within specifications.

Event description:
A distributor reported that a patient's precice nail was removed after approximately five (5) months of implantation. The patient had achieved full lengthening of approximately 6cm; however, after viewing x-rays, the nail allegedly appeared to have separated.